Event description:
It was reported that during central processing, the distal tip of the 6 mm monopolar curved scissors instrument would not hold the scissors. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 6 mm monopolar curved scissors instrument was analyzed and the could not replicate or confirm the customer reported event. An in-house mcs tip was installed on the instrument without issue. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The blades opened and closed properly. The in-house mcs tip did not fall off during testing. Additionally, the instrument was found to have abrasions to the tube adapter.